Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 290 (mg/dl). The customer stated they believe the pump is not delivering insulin correctly. Customer stated they changed their site an hour prior to contacting tandem technical support and their bg level began to lower. The customer's bg was 258 (mg/dl) at the time of the call. System check with tandem technical support indicated the pump was delivering insulin as intended. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.